Event description:
New information notes the patient presented for a follow up in clinic on (B)(6) 2023 and right ventricular (rv) lead testing with isometric exercises was performed. Sensing, capture and impedance values were stable, and no noise was observed. The new information received also notes the patient was symptomatic during the original event on (B)(6) 2023, and the over sensed noise led to ventricular pacing inhibition. The patient was to be monitored remotely once a month for the next six months in case the noise returned with the possibility of explant if the noise returned. The patient was stable during the device interrogation on (B)(6) 2023.

Manufacturer narrative:
Correction: section b1 and b2 should have been blank in the initial report dated sep 8, 2023, as there is no adverse event.

Event description:
It was reported that ventricular noise reversion and high ventricular rate episodes with brief runs of low to high amplitude noise on 04 m (B)(6) 2023 were observed on the right ventricular (rv) lead. The rv lead pacing impedance had risen and doubled significantly on (B)(6) 2022 and come back down closer to its initial value. The patient was stable but pacemaker dependent. The physician opted to continue monitoring the rv lead remotely